Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were attempted/exhausted. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: patient code updated. H6: device code updated.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that fluid started to build up around the closure device. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted approximately 2.5 years ago. The patient was discharged. The patient posted on a social media platform (facebook) that she recently went in for heart surgery and was informed that fluid had started to build up around the watchman closure device. The cardiothoracic surgeon told the patient that if she did not have a watchman, he could have put a clip in there serving the same purpose however since the patient had the watchman implant, the surgeon stated there was nothing he could do to help. The patient reported she was placed back on eliquis medication. The patient reported there was no indication that she will return for a follow up to check on the fluid, drain it or if any additional intervention could be done. There was no further information is available.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that fluid started to build up around the closure device. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted approximately 2.5 years ago. The patient was discharged. The patient posted on a social media platform (facebook) that she recently went in for heart surgery and was informed that fluid had started to build up around the watchman closure device. The cardiothoracic surgeon told the patient that if she did not have a watchman, he could have put a clip in there serving the same purpose however since the patient had the watchman implant, the surgeon stated there was nothing he could do to help. The patient reported she was placed back on eliquis medication. The patient reported there was no indication that she will return for a follow up to check on the fluid, drain it or if any additional intervention could be done. There was no further information is available.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were attempted/exhausted. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.